Event description:
On an unknown date a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. It was reported that the patient developed granulation tissue in the stoma area starting (B)(6) 2024. On (B)(6) 2025 it was reported that the patient had started oral antibiotic cipro- ciprofloxacin hydrochloride.

Manufacturer narrative:
Reference number (B)(6). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.